Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device does not recognize installed pads. There was no patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. Resistor (B)(4) was found open, causing the charge button to lock up.

Manufacturer narrative:
.